Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of previous dvt and pulmonary embolism with inability to anticoagulate with a recent bleed during the postpartum period. The deployed filter was placed below the renal veins via the right internal jugular vein. Inferior venacavagram performed revealed no tilt with proper position of the filter. The patient tolerated the procedure well. Approximately six months post filter deployment the patient presented for attempted filter retrieval via the right internal jugular vein. Inferior venacavogram performed and revealed a widely patent ivc, no thrombus, both renal veins are patent, the ivc filter tilted laterally to the right and likely adherent to the caval wall. An ensnare retrieval device was advanced multiple times and used to snare the hook of the ivc filter, these attempts were unsuccessful. An omni flush catheter was advanced distally to the filter and used to hook the filter, the filter could not be advanced into the sheath without puckering the sheath tip, therefore the filter was not removed. Approximately one month later an unsuccessful second and final attempt was made to retrieve the ivc filter via the right internal jugular vein. Multiple unsuccessful techniques were performed using an ensnare device and positioning a wire underneath the filter. With a last attempt (during this second and final period), one of the tines detached and care was taken to not fracture the ivc filter further. The procedure was terminated with retrieval of the filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post filter deployment, the patient presented for attempted filter retrieval. Inferior venacavogram revealed the ivc filter was tilted laterally to the right and likely adherent to the caval wall. Multiple unsuccessful retrieval attempts were made using an ensnare device and omni flush catheter to snare the hook of the filter. Approximately one month later, during a last attempt, one of the tines detached. Therefore, the investigation can be confirmed for limb detachment, filter tilt and retrieval difficulties. Per the medical records, the filter was tilted laterally to the right and likely adherent to the caval wall. Multiple unsuccessful attempts were made to retrieve the filter. It is possible that the filter tilt could have contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: (10/2016); (10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with pulmonary embolism and inability to anti coagulate. At some time post filter deployment, it was alleged that the filter detached, tilted, and embedded the wall of the ivc. The device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.